Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high thresholds had been observed since implant. Dislodgement was suspected but not confirmed. During a device change out, a fluoroscopy revealed externalized conductors. The physician elected to cap the lead. Two days later, the lead was completely extracted, and the patient received a new bi-v system. The patient fared well throughout the procedures.